Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) found the recharger was unresponsive. Led's scrolled continuously. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is unable to recharge the recharger. It was put on the docking station since yesterday to charge, but the charge level light with the battery icon has been blinking in waves all the time. When it was removed from the docking station, the charge level light went out. The power button never lit up. When the cord was connected from the outlet to the docking station, the docking station light lit up. An attempt was made to reset the recharger by pressing and holding the power button on the recharger, but neither the power light nor the charge level light responded and have remained off. The wireless recharger was replaced. The issue has not been resolved. No symptoms were reported. Additional information was received reporting that the cause was unknown. The replacement device resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.